Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal procedure on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 along with concurrent d&c due to sui. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia and erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal procedure on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 due to sui. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 along with concurrent d&c.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016. (B)(4). It was reported that following insertion the patient experienced urinary tract infection, uterine fibroid, left ovarian cyst, and chronic cervicitis.

Manufacturer narrative:
(B)(4).